Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown intrathecal drug via an implanted pump for spinal pain indications. It was reported that when the patient is able to connect it hangs at 91% and then stop for one-two minutes at a time. It was reported that they thought this had been happening since the patient received the equipment. It was reported that when they connect it waits and waits and pauses at 91% and then becomes problematic. The patient went through some of the settings in the middle of the night to get it to work and connected to their wifi and turned on airplane mode.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.